Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited an alert for low right ventricular (rv) amplitude. Technical services (ts) was consulted for troubleshooting and did not see any evidence of oversensing. The patient planned to follow up in clinic. No adverse patient effects were reported. This rv lead remains in service. Additional information was received that this patient underwent an rv lead revision due to lead dislodgement. Other than the surgical procedure, no additional adverse patient effects were reported. This rv lead remains in service.